Event description:
Philips received a complaint by the customer on the v60 indicating that there was a proximal pressure sensor error. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that there was a proximal pressure sensor error. A field service engineer (fse) went onsite and confirmed the reported issue via occurrence of the error code for the proximal pressure sensor error in the event log. The data acquisition (da) printed circuit board assembly (pcba) was then replaced to resolve the reported issue. The fse replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: the removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician performed functional analysis and identified that the device pressure accuracy testing passed. The pil technician could not duplicate the proximal pressure failure from the service. The da pcba operated on the standard test bed (stb) without issue. The da pcba passed pressure accuracy testing as noted in the current revision of service manual. No fault found.